Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure), low fio2 (fraction of inspired oxygen) and low vte (exhaled tidal volume) was initially confirmed, however, after subsequent testing of the device the reported issues could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the issues could not be determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure), low fio2 (fraction of inspired oxygen) and low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.